Event description:
According to the reporter, the capsule was retained for over 30 days. The patient did have a recent chest x-ray and no capsule was noted anymore still retained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.